Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that one eye was black in the surgeon side console (ssc). The intuitive surgical inc. (Isi) tech support engineer (tse) had the caller swap endoscopes, with no change. The tse had the caller hard reset the system, and reseat all of the blue fiber cables, and the issue was resolved. The procedure was completed. The site experienced a total of 2 hours of delays during this case. There were no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that one eye was black in the surgeon side console (ssc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the reported issue as it had been already resolved by the site. The system was tested and verified as ready for use. The fse cleaned and reseated all of the fiber cables, ran a diagnostic engineering test, and ran a since cycle, which passed. The system was test driven with no issues found. The complaint regarding ssc having one black eye was not confirmed based on the field evaluation. This complaint is considered a reportable event due to the following conclusion: it was reported that the procedure was delayed by two hours. The customer reported that the delay was unplanned. It is unknown how the patient tolerated the additional anesthesia time.